Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive, which prevented the user from turning the pump on to make a timely dinner announcement and was followed by a recorded blood glucose of 366 mg/dl; the issue aligns with a key/button unresponsive problem associated with the switch/relay component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem associated with an unresponsive button linked to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.